Event description:
It was reported that the customer's insulin pump alarmed and was stuck on prime mode, but the customer was disconnected. It was mentioned that the numbers did not appear on the screen, and the beeps could not be heard. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.